Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. During the procedure, the indeflator 20/30 inflated the unspecified balloon but failed to deflate. A new same device was used to successfully continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak/unable to deflate was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the reported difficulties deflating were unable to be confirmed during return analysis, the investigation determined a conclusive cause for the reported difficulty deflating cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.